Manufacturer narrative:
(B)(4). Application logs have been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip arthroplasty, the navigation system took a long time to register the instruments. It was further reported, the acetabulum navigation shown on the screen does not accurately reflect the physical procedure. This resulted in a 45 minute delay in procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. In regards to slow registration reported by the complainant, the primary hypothesis to explain the issue is environmental infrared saturation. The environment in which the camera was operating probably had infrared noise which prevented the camera from operating correctly. Inspection of the application logs revealed that several error messages were logged during the procedure. The error message displayed does not imply a visibility problem. Upon reception of the camera, an aak test was performed and passed successfully. The camera was also inspected using the ndi toolbox 4.007.007 and no problem was found. The problem is therefore not related to a camera accuracy problem. However, the described symptoms and error messages were reproduced in three cases involving this camera.this clearly indicates that this camera had problems operating in this environment. As for the erroneous reamer navigation, investigation of the log files revealed that it was caused by an erroneous calibration of the reamer. The most likely root cause is that is that both the reamer and impactor were in the camera's field of view during calibration of the reamer and that the system erroneously acquired the position and orientation of the navitracker size 2 assembled onto the impactor rather than the navitracker size 2 assembled onto the reamer. Device history record (DHR) was reviewed and no discrepancies were found. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.